Event description:
The customer reported a hydrogen peroxide delivery failure from their sterrad 200. An asp field service engineer (fse) was dispatched to assess the unit. The fse detected that the unit had oil mist escaping from the catalytic converter. The customer did not report any human reactions due to this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl, 427 mg/dl, 99 mg/dl, 282 mg/dl, and 165 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.